Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was likely caused by user error, improper handling, and excessive force. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the objective coverglass lens at the distal end of the device is damaged. The inspection also noted the rigid outer tube is bent, and image failure due to objective coverglass lens damage. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The cause of the reported event cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the autoclavable telescope was found to have a ¿lens crack¿ during inspection before use. The scope was replaced, and the intended stent removal procedure was completed. A five-minute delay was reported with no death or injury and no impact to patient or other.